Event description:
A customer reported receiving an altitude alarm from their pump. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller to clean the speaker holes, remove and reconnect the cartridge, and wait five minutes to resume insulin. The caller managed to resume insulin but the issue persisted, so they were advised to load a new cartridge. Despite this, the alarm recurred, prompting customer service to suggest a two-hour wait for moisture evaporation. Follow-up actions were planned.